Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 506 mg/dl at the time of the incident and was treated with shots. The customer¿s other blood glucose was 504 mg/dl. The customer mentioned that on a span of 2 weeks they experienced high blood glucose twice. The customer stated that it looked like the insulin pump was not delivering insulin as they kept on getting a high reading. The insulin pump was in auto mode at the time of the incident. The insulin pump passed the high pressure test, displacement 5u cannula and the self test with no error or alarm occurred. The insulin pump will not be returned for analysis.